Event description:
It was reported that stent move on balloon occurred. The 90% stenosed, 10x5.5mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified renal artery. A pt2 guidewire was advanced to cross the lesion. Subsequently, a 6.0mmx18mmx150cm express¿ vascular sd stent was advanced to treat the lesion; however, the physician noted that the stent moved backward when the stent delivery system (sds) was pushed out from the distal end of the guide catheter. The sds was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).